Event description:
It was reported that device entanglement occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal circumflex artery. An opticross imaging catheter was advanced, with no friction noted, over the 0.014 samurai guide wire for ultrasound examination of the target lesion. When the physician started to remove the opticross catheter from the vessel, the samurai wire got stuck at the wire exit port of the catheter. The devices were gently removed as one unit and, since the physician had the desired imaging, no additional devices were needed to complete the procedure. There were no patient complications. The guidewire was able to be removed from the catheter outside the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues with the device appearing to be in good condition. Microscopic inspection revealed the guidewire exit port was deformed. There was also pitting and degradation of the transducer housing noted which is consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device entanglement occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal circumflex artery. An opticross imaging catheter was advanced, with no friction noted, over the 0.014 samurai guide wire for ultrasound examination of the target lesion. When the physician started to remove the opticross catheter from the vessel, the samurai wire got stuck at the wire exit port of the catheter. The devices were gently removed as one unit and, since the physician had the desired imaging, no additional devices were needed to complete the procedure. There were no patient complications. The guidewire was able to be removed from the catheter outside the patient.